Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Hypotension may occur during this type of procedure and as listed in the instructions for use as a known potential adverse event associated with the use of the product. A definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that after rx acculink stent implantation in the left internal carotid artery, the patient experienced hypotension and was treated with dose of phenylephrine, dopamine infusion and the patients blood pressure medications were held. The patient was discharged home two days after the procedure on oral pseudophed to increase the blood pressure. The patient's hypotension is continuing but improved. Though requested, there was no additional information provided.